Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver 250 ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of venofer in 162 ml, at a rate of 226 ml/hr. The customer contact reported that the primary solution container was lowered below the secondary solution container. It was reported that after the delivery was started, backflow of medication from the secondary tubing set into the drip chamber of the primary tubing set was noted. The primary tubing set was removed from the pump and the venofer in the drip chamber of the primary tubing set was delivered via gravity. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.